Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Patient self tester called alleging discrepant inratio value. (B)(6) 2015: 1st inratio test >7.5, 2nd inratio test >7.5 time between tests five minutes. Coumadin was held on the evening of (B)(6) 2015 based on inratio test results. (B)(6) 2015: 1st lab draw=10.1; inratio test=5.7; 2nd lab draw=8.7 time between lst lab draw and inratio one hour. Time between inratio and 2nd lab draw two hours. Patient's therapeutic range: 2.0-3.0. No reported adverse patient sequela. No additional information provided.